Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a fiber body break at the open end of the metal cap. The tip of the fiber did not exhibit any devitrification or detritus. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is likely that procedural handling of the device during set-up such as excessive manipulation contributed to the fiber body break. The device instructions for use (IFU) instructs the user to not bend the fiber at sharp angles and not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, upon initial use, the fiber was connected to water drip and it sounded like it was working but no energy seemed to be coming out of fiber. There were no errors on the console. Another fiber was used to complete the procedure. No patient complications were reported. Device evaluation identified a fiber break.